Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26oct2018. Philips fse (field service engineer) confirmed the reported issue, turned unit on and found lines on the screen. The fse replaced vga (display) card and tested. Characters now visible on screen. Performed est and electrical safety. Unit passed the performance verification test successfully. Unit returned to customer repaired.

Event description:
The customer reported that the video on display is all lines with no visible characters. There was no patient or user harm reported. The event date was not specified; estimate used.